Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leak was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between october 06, 2018 to october 08, 2018. Three (3) device was received for evaluation. The bags were sliced below the lot number. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing of all used samples. Forty-six (46) unopened companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the one (1) randomly selected sample which revealed a spike port cap leak. The reported problem was verified. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.